Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self test, unexpected restart error test, basic occlusion test and displacement test. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor (gold). Unit received missing end cap sticker. Unit received with cracked battery tube threads. Unit received with corroded battery tube. Unit received with minor scratches on lcd window.

Event description:
The insulin pump was returned without communication from the customer.